Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient presented for a system explant procedure due to infection and erosion. Upon laser extraction, an externalized conductor was observed by the tip, however the lead had been functioning normally.

Manufacturer narrative:
External insulation abrasion was noted at 14.5-15.0cm from the helix, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 7.5-9.4cm from the helix. The etfe coating was intact at these abrasion locations.